Manufacturer narrative:
Brake plate gill kit.

Event description:
It was reported by service report that the brakes on the foot end were not holding. No pt involvement or adverse consequences are reported.